Manufacturer narrative:
Abbott technical support was contacted and review of the session records revealed inappropriate therapy due to t-wave oversensing. However, the results of the investigation are inconclusive since the lead and device were not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2017-34480. The patient presented to the emergency room following delivery of inappropriate therapy. It was determined that the inappropriate therapy was due to t-wave oversensing. The r-wave amplitude was low, but all other lead parameters were normal. The patient was hospitalized and the anti tachycardia pacing (atp) therapy was disabled. The lead was capped and replaced, and the ICD was replaced.